Manufacturer narrative:
(B)(4). Concomitant medical products: lg hybrid glenoid base 4mm cat: 113956 lot: 113956; compr nano hmrl pps 40mm cat: 115740 lot: 239820; versa-dial/comp ti std taper pr adaptor cat: 118001 lot: 090990; pt hybrid glen post regenerex generex cat: pt-113950 lot: 451180. Report source:foreign: UK. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the patient was revised due to dislocation. The patient had underwent a previous subscapularis repair after dislocation/ instability. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. 0001825034-2022-01656-1 upon receipt of additional information it has been determined that the device was previously investigated on medwatch#: 0001825034-2020-01178. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.